Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that on (B)(6) 2016 the patient experienced elevated blood glucose over 500mg/dl with abdominal pain, nausea, vomiting, and large ketones associated with a display issue. The patient reportedly discontinued insulin pump therapy and was treated in the hospital with insulin injection and intravenous fluids. The patient was reportedly diagnosed with diabetic ketoacidosis and remained hospitalized at the time of contact with animas. The reporter stated that the pump¿s display screen was blank and there was moisture behind the display. This complaint is being reported based on the allegation that the patient experienced hyperglycemia requiring medical intervention associated with a display screen issue.